Manufacturer narrative:
Pt was hospitalized due to patella pain. Surgery occurred to resurface the patella. The patella was not resurfaced during the primary knee replacement surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt was hospitalized due to patella pain. Surgery occurred to resurface the patella. The patella was not resurfaced during the primary knee replacement surgery.